Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint the display screen was found to be dim with a reddish tint.

Event description:
The patient's father contacted animas on (B)(6) 2011 to report that keypad button presses did not activate desired pump functions. The reporter claimed the up arrow keypad button was unresponsive when pressed. On (B)(6) 2011, the patient reportedly obtained elevated blood glucose readings in the 500 mg/dl range with symptoms of nausea, vomiting, frequent urination, increased thirst, blurred vision, feeling irritable and very tired. The patient's father attributed the onset of the symptoms due to the patient not monitoring button presses and site issues. The patient was reportedly taken to (B)(6) where he was taken off the pump and started on lantus with his novolog. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged keypad issue with the pump started.